Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) requested assistance to turn their stimulator back on. Pt was using their recharger and actively recharging during the call. Recommended pt pause recharging close the recharging app in order to use the communicator to turn stim back on. Pt paused recharging / started the micromytherapy app and was successful to connect to their therapy, however when they did pt reported seeing: por has occurred therapy has been turned off. Worked with pt to successfully turn therapy back on. Pt reported they were on program 3 at 1.7 and their ins battery was 80 percent. Pt wanted to continue charging their ins. The troubleshooting steps that were taken on the call resolved the issue. No further complications were reported at this time.